Event description:
A report was received that the patient underwent a revision as the patient's midline incision had opened up. The physician does not know the reason it opened up. In addition, the patient's pocket was revised to make the ipg more superficial as the patient was having difficulty charging. The patient was reportedly doing well.